Manufacturer narrative:
Customer had been asked to return patient sample for further investigation. Customer indicated that they did not have any sample to return. Customer also indicated that instrument is working properly since they spoke with siemens customer care center. The cause for the issue is determined to be training deficiency.

Event description:
Customer reported false negative leukocytes result on the analyzer. There was no report of injury due to this event.